Manufacturer narrative:
This product is not marketed in us but a similar device with catalog # 853-465, UDI# (B)(4) and 510k# k050082 is approved for sale in us. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical laminoplasty at c3-c6 due to cervical spondylotic myelopathy. On an unknown date, post-op, screw on c6 lamina side came off. Currently, no patient complications have been reported and there is no plan for revision surgery yet.